Event description:
It was reported that the surgeon attempted to insert a competitor's lens, but the injector plunger caught and tore the haptic prior to insertion. There was no patient contact or injury.